Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer was facing an issue with variable dosage due to the to the user being unaware of its functionality, which resulted in a delay in patient care. A technical support specialist reached out to the customer and confirmed that the issue was resolved. The serial number, UDI and manufacturing date fields were kept blank since the given asset information was found to be an es server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where a medication can only be dispensed in fractions. Specifically, the customer noted that medid 75588 did not permit the removal of a complete unit of measure (uom); instead, the customer must perform the action three or four times to obtain the required quantity. The customer stated this malfunction occurred while issuing medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.